Manufacturer narrative:
(B)(4). The complaint is confirmed due to the breach in aseptic technique described in the report. The breach occured when the patient failed to do exchange in clean environment. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. A follow-up report will be submitted if additional information becomes available.

Event description:
(B)(4). Study sponsor: baxter. This report was received from global pharmacovigilance (gpv) and is a clinical report of an observational study from a physician in (B)(6) of bacterial peritonitis in a (B)(6) male subject coincident with dianeal pd1 and extraneal viaflex therapies. On (B)(6) 2005, the subject began treatment with dianeal pd1 (2000ml every day, lot number not reported) and extraneal viaflex (2000 ml every night, lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). It was unknown whether dianeal pd1 and extraneal viaflex therapies were ongoing. On (B)(6) 2010, the subject experienced bacterial peritonitis manifested by cloudy effluent. The cause of the bacterial peritonitis was failure to do exchange in clean environment. On (B)(6) 2010, treatment with vancomycin (ip) began. On (B)(6) 2011, treatment with vancomycin ended. Outcome: recovered (date not reported). Concomitant therapy: iron, erythropoietin, ace inhibitor nos, calcium channel blockers. Causality assessment: not reported. Alternative etiology: failure to do exchange in clean environment.